Event description:
A hospital in (B)(6), reported via our distributor that an rt200 adult breathing circuit would not heat.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult breathing circuit was received at fisher & paykel healthcare for evaluation and was visually inspected and resistance tested using a calibrated multimeter. Results: visual inspection revealed no damage to the complaint device. The resistance tests showed that both the inspiratory and expiratory limb heater wires were within specification. Conclusion: we were unable to determine what had caused the problem as reported by the customer, as there was no fault found with the returned complaint breathing circuit. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected.

Event description:
A hospital in (B)(6) reported via our distributor that an rt200 adult breathing circuit would not heat.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt200 adult breathing circuit has today been received at fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.